Event description:
It was reported that system diagnostics resulted in high lead impedance during, a follow up visit with the treating neurologist. The patient's generator was programmed off and x-rays were ordered by the neurologist. X-rays were received and evaluated by the manufacturer which revealed the generator was placed in the left chest in normal orientation. The filter feed-thrus appeared to be intact. The lead wires were unable to be assessed if intact at the connector pin. The lead connector pin appeared to be fully inserted into the generator connector block. The portion of the lead behind the generator could not be assessed for lead discontinuities. No acute angles or discontinuities were observed in the visualized portion of the device, though a suspect area was identified in the portion of the lead between the clavicle and the generator. Additional information was received from the surgeon's office indicating the patient underwent lead replacement surgery due to the previously reported high lead impedance. Good faith attempts to obtain product return have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.